Event description:
Surgeon reported the orthocord suture frayed while doing a shoulder scope and rotator cuff repair procedure. The suture frayed more that its minimal fraying. Fortunately, the surgeon noted this problem and was able to correct the problem while the pt was still in the operating room.